Event description:
It was reported that the insulin pump alarmed motor error while the device was in the customer's pocket during a basal delivery. The blood glucose reading was 170 mg/dl. No significant events leading to the alarm were observed. The customer noted that the motor error alarm would come on and off by itself. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.